Manufacturer narrative:
Added patient codes and device codes. Concomitant medical products: bd luer-lok tip 3ml syringe. Lot 8318741. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that customer advocacy received a copy of the customer's medwatch report which states, "the 3ml bd syringes leaking when placed on alaris pump for infusion. Use in neonates could lead to significant underdosing. FDA safety report ID# (B)(4)."